Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and pacing inhibition in the atrium. The patient had been recently implanted with a neurostimulator and the oversensing was due to device picking up the neurostimulator output. Previously, the patient was evaluated for a neurostimulator and there was oversensing at that time also. The cardiologist was not aware of the neuro implant. Both the device and lead remain in use. No patient complications have been reported as a result of this event.